Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00902602500, lot: 13620900. Foreign report source: (B)(6).

Event description:
It was reported that patient underwent a revision procedure approximately 23 years post implantation due to acetabular wear. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. X-rays were provided and reviewed by a health care professional. Left hip arthroplasty components are anatomically aligned and without fracture or dislocation. There is eccentric position of the femoral head within the acetabular cup reflecting polyethylene liner wear. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.